Manufacturer narrative:
Contact office correction: (B)(4). Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. The customer repaired the unit by replacing the motor controller-to-data acquisition cable and the data acquisition board. The device is back in service.

Event description:
The customer reported a vent inop condition, data acquisition pcba adc reference failed. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported a vent inop condition, data acquisition pcba adc reference failed. No patient harm reported.

Manufacturer narrative:
Contact officecorrection: (B)(4). The following error codes were logged on the device in association with the reported event: 1106, 110e, 110f, 1113, 100a were logged during transport. This is a spi bus failure.